Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she could not find the string on her tampon to remove it from her vaginal cavity. She used a tweezers to locate and grab the string to remove the tampon. She was able to remove the tampon in one piece and did not seek medical attention. She did not experience any adverse health effects.